Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on his insulin pump. There are also cracks around the battery compartment. Customer's blood glucose is 203 mg/dl. Customer was caught in a rainstorm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.